Manufacturer narrative:
Concomitant medical products: g7 osseoti 4 hole shell 54mm f cat: 110010245 lot: unk. Complaint sample was evaluated and the reported event was confirmed. Inspection of the locking feature does not reveal any damage. Inspection of the outer radius of the part does not reveal any damage. Inspection of the scallops reveals very minor damage in 2 place between scallops. No cmm measurement will be done as the liner was indicated to have been impacted. Product identity was performed to identify the liner is the appropriate size and it is the correct size. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown head, unknown stem. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during a hip procedure, surgeon was trying to insert an acetabular liner into a cup and the liner would not fit. No serious injury was reported.